Manufacturer narrative:
01/dec/2025 - eaf - initial clarification - wwc.

Event description:
The image quality is not sharp, delay in response when pushing the buttons specifically with stress, dgc not reacting to slider position.